Event description:
This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified a broken shell, around 0-25% of the shell was missing and a weight test of the explanted material was verified and it was found to be underweight. Microscopic analysis of the return device identified a broken shell with a striated edge on the anterior side assessed as surgical damage. Based on the device analysis the final assessment is: a broken shell with striated edge assessed as surgical damage and a missing shell that is assessed as inconclusive. The reason for reoperation: rupture.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reports rupture confirmed by MRI. Treatment: device replacement. Device remains implanted.